Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced shocking at the pocket site of their implantable neurostimulator (ins). There were no falls or trauma noted that were associated with the issue. The patient could create the shocking when leaning forward and moving in certain positions. They were also able to create the shocking when pressing on the ins. Impedance testing showed a value of >40,000 ohms with contact #10 in combination with all other contacts. It was noted that contact 10 was currently not used in programming. On follow up, the manufacturer's representative palpated around the ins battery and the patient did not experience any shocking when the stimulation was either on or off. Also, they tried to replicate the motions the patient made that created shocking but was not able to replicate the issue. The cause of the shocking issue was undetermined at the time of report and the patient was to contact the representative should the issue reoccur and make a note the type of motions and the ins amplitude to help identify the trigger of the shocking. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2013-21817 for the patient's previous device issue.